Event description:
It was reported the patient felt stimulation in the bicycle seat area the first week after implant. After the first week, the patient was not feeling stimulation in the bicycle seat area. Within the last week and a half the patient was feeling stimulation in the buttocks and straight down the right leg. It was stated it felt like ¿it had moved and uncomfortable stick.¿ it was unclear what this meant. Stimulation was set around 1.0v after surgery, but they could not do that because it was ¿too high¿ and their foot did ¿something.¿ the patient was concerned their device had moved. No falls or traumas were noted. A loss of therapeutic effect was also noted. The patient was getting some relief, but was still getting up at night, whereas they were not getting up at first. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va081ha, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).